Event description:
The company received a report of a leak between the pilot balloon and inflation valve. The reporter indicated this was discovered during pt use resulting in extubation of the tube and recannulation of a replacement tube.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the mfg site for analysis.